Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02917. The pt had two percutaneous leads placed in the occipital region as part of her pns system (off-label). It was reported, the pt did not like the sensation of where the leads were implanted. The physician removed the pt's entire system due to the issue on (B)(6) 2012.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.